Manufacturer narrative:
Diopter: +22.50. Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search revealed one similar complaint within the work order. Visual inspection of the returned product found lens optic torn. Piece of optic and one loop haptic torn off and missing. Lens was returned in liquid. There was evidence of clear surgical residue on product. Conclusions: based on the complaint history, lens work order search and the lens evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a +22.5 diopter collamer three piece lens in patient's eye. Lens was damaged during the loading process. The haptic was torn off during insertion. There was patient contact with no injury. Lens damage was due to loading error.

Manufacturer narrative:
Method: device history record review, medical review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Per medical review: reportedly, haptic of a 3-piece collamer lens was torn off during insertion requiring intraoperative lens removal. No reported incision enlargement or any other tissue damage. According to report dated on (B)(6) 2015, the cause of the event was user error during loading. The same report confirmed that there was no patient injury. (B)(4).